Event description:
A small fire erupted on a towel that was between the pt's skin and the drape, approx six inches superior to the use of a cautery pencil. Upon initiation of the cautery pencil, in about 2-3 seconds after, the surgeon noted the smell of something burning. The flame was noted to be about an inch high after the drape was picked up and immediately extinguished. No harm to pt. The first portion of an abdominal / perineal robotic case was completed and the pelvic area re-prepped. The drape is then placed. Possibility prep had leaked with gravity to the towel, prep fumes possibly igniting upon cautery ignition. FDA safety report ID# (B)(4).